Event description:
The 512sd was used during a laparoscopic hernia repair. It was reported near the end of the case the surgeon noticed co2 leaking from the device in the umbilical port. The seal was torn. A 1seal was used to complete the case. The only unusual device used through the 512sd was a 4 x 4 gauge. There was no consequence to the pt.